Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture documents: 3006705815-2021-008313. It was reported that the patient was experiencing ineffective stimulation due to high impedance on the implanted leads. As a result the leads were replaced, and effective therapy established post-operative.